Manufacturer narrative:
One photo was returned for investigation and cracked shield. One actual sample without package was returned for investigation and observed cracked shield. DHR review could not be carried out as no lot number is available. An investigation was carried out on the needle assembly process. The probable root cause of crack shield is the intermittent clamp of the shield when it is loaded onto the hub at the shield loading station. The intermittently delay action (slower rate) of the opening and closing of the floating joint cylinder fixture causing the joint to clamp on the incoming molded shield which resulted in the crack on the shield. The intermittent clamping may be due to a faulty shield gate cylinder. There is weekly preventive maintenance task list item on the manual visual check and cleaning on the shield gate cylinder. However, there was no action task for replacement if the condition was found to be faulty. The weekly preventive maintenance list was updated to include an action task for replacement if the shield gate cylinder was found to be faulty.

Event description:
It was reported with that before use of the bd eccentric tip syringe with precisionglide needle the shield was broken.

Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with that before use of the bd eccentric tip syringe with precisionglide¿ needle the shield was broken.